Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to a broken interface board. Unable to perform the displacement test due to a motor error alarm. The device had a cracked display window corner, scratched lcd window, and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.